Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The may 2016 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "catheter kinking {treatment}." No adverse trend was identified. A visual inspection of the returned catheter confirmed a kink/compression at the 6cm and 7cm marks. There were no other kinks, compressions or other damage. The valves were visualized microscopically. The valves discs were confirmed to be slit and centered. There were no molding/manufacturing related non-conformances noted to the returned sample. A 10ml syringe was used to infuse and aspirate water through the catheter. Infusion and aspiration were performed without difficulty. The catheter was primed and then clamped at the distal end. Using the 10 ml syringe, an attempt to inject fluid was unsuccessful, confirming no leakage in the catheter. The infusion and aspiration pressures were measured on each pasv valve using a water column and a ruler; in each case the pressures met specification. Dimensional checks were taken of the catheter tubing od, lumen height, lumen width, wall thickness and septum thickness. All dimensions meet specification. The reported complaint description of a kink/compression in the catheter tubing is confirmed. Visual inspection identified a kink/compression at the 6cm and 7cm marks. A hole in the catheter, however, could not be confirmed. No hole to the catheter tubing was noted during visual inspection and no leakage was found in the catheter. No manufacturing non-conformances were observed during sample evaluation and the catheter tubing met dimensional specifications. Potential contributing factors for this complaint may be catheter positioning techniques used during the placement procedure or patient anatomy. The directions for use contains the following precautionary statements: "if catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not fully insert catheter up to suture wing. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Following institutional policy, secure catheter externally to prevent catheter movement, migration, damage, kinking or occlusion." (B)(4).

Manufacturer narrative:
The used device has been returned to angiodynamics, however the device evaluation is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
PICC placed on (B)(6). Could not get a blood return, so patient was brought to ir. Imaging showed that the catheter was kinked in the basilic vessel and had a hole 8cm down on the PICC. The device was removed and replaced.